Event description:
A 3.0mm diameter x 12mm length medtronic ave s670 rapid exchange stent delivery system was inserted into the right coronary artery. Upon attempting to implant the stent in the right coronary artery, the stent dislodged. The dislodged stent was not visualized under fluoroscopy, so there was no attempt to remove it. The stent delivery system was removed and another s670 stent delivery system was successfully deployed at the target lesion. The undeployed stent remains within the pt's arterial vasculature. Another s670 stent was then successfully implanted at that target lesion. A total of three stents were deployed in the right coronary artery. There was no additional clinical sequelae reported relative to the event. There was no device sent back for eval. The device history review revealed no issues relevant to the complaint. A separate medwatch report has been submitted for the other device involved in this event.